Manufacturer narrative:
Concomitant product: d314trg ICD, implanted: (B)(6) 2012.

Event description:
It was reported that during removal of another lead the right atrial (ra) lead became dislodged. The physician elected to remove and replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.